Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016,the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was above 600 mg/dl with extreme drowsiness, extreme thirst, symptoms of dehydration, and moderate ketones. The reporter noted the patient was hospitalized and treated with insulin via injection, intravenous glucose, intravenous fluids, and other unspecified treatment; they discontinued pump therapy, and the pump's basal rate and bolus settings were recently changed by a healthcare professional (hcp). It was reported the patient was diagnosed with a bladder infection 3 days after admission to the hospital. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. There was no indication of a malfunction during troubleshooting. An hcp alleged a device issue of unknown cause contributed to the reported health event. The patient was referred to an hcp for diabetes management. This complaint is being reported because the reported health event was attributed to a pump malfunction of unknown cause.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: review of the black box and download history revealed that the pump was manually suspended on (B)(6) 2016 at 12:49. The suspension was confirmed 17 times. Deliveries resumed (B)(6) 2016 at 10:52. The total daily dose amounts added up to correctly reflect the user¿s programmed basal rates. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction. Investigation did not duplicate the complaint.